Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient (B)(6). Results as follows: date: not specified (within the last week). Inratio result: 2.2. Lab result: 1.7.

Manufacturer narrative:
Investigation pending.